Manufacturer narrative:
Device discarded by customer. The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) years old (B)(6) male patient had impella cp pump inserted in the left femoral for high risk percutaneous coronary intervention (hrpci). There was a lot of bleeding at the impella insertion site, suture to the vessel was done by a vascular surgeon at the insertion site. Hemostasis did not occur so the pump was removed after percutaneous coronary intervention (pci) was completed.